Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No display anomaly was noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at display window corners and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly or on the motor.

Event description:
The customer reported that for the past three to four days his blood glucose was higher than normal. The blood glucose reading was 259mg/dl and after treating it dropped to 247mg/dl. Troubleshooting was performed, and the drive support cap was loose. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir alarms in two different days. The caller mentioned that about a month ago he was caught in rainstorm and the insulin pump got wet. He dried out and took off the battery; he could not find any water intrusion, but the screen has been black since then. Assisted the caller to run the high pressure test and passed. The customer also stated that he bumped against a grocery cart and the device has scratches and cracks on the front panel running as well across and up between the time and the battery display. No further information was provided.